Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient went through withdrawal. This occurred sometime ago, approximately 2001 or 2002. The patient¿s therapy was indicated as intrathecal baclofen (itb), but the specific type of drug used at the time of event was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.